Manufacturer narrative:
This event was previously reported under MFR # 2916596-2018-00397. This report is being submitted as additional information. Manufacturer's investigation conclusion: the reported event of the mpu is not providing power was confirmed during analysis. The evaluation of the returned the mobile power unit (mpu) serial number revealed a compromised/damaged power supply printed circuit board (pcb) components. As a result the unit was not able to supply power. A log file, which contained events from (B)(6) 2018 to (B)(6) 2018, was reviewed. Two incidents of speed reductions to 0 rpm were recorded. The first incident was recorded on (B)(6) 2018. The recorded speed remained at 0 rpm for approximately 4 seconds and the associated voltage levels indicated that the system was powered by a mpu. The pump resumed operation at the desired set speed. The second incident, where the recorded speed decreased to 0 rpm, was captured later on the same day. The system was powered by a mpu and the recorded voltage levels revealed that the mpu output gradually decreased to 0 v resulting in a no external power alarm and a system controller reset. The system restarted on backup battery and resumed operation at the set speed with a no external power alarm active. The system was then disconnected from mpu and connected to 14v batteries which cleared the no external power alarm. There were no other atypical alarms recorded in the remaining data. In conclusion the two events of pump stoppages recorded in the log file appeared consistent with electrostatic discharge (esd) events causing the left ventricular assist device (lvad) software to reset. Although the specific root cause for the compromised mpu power supply components was not able to be determined, it appeared that the components were damaged during the second esd event recorded in the log file. Abbott will continue to monitor for similar incidents. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2017, the patient was implanted with a left ventricular assist device as a bridge to heart transplant. It was reported that the patient¿s pump was connected to the mobile power unit (mpu). Static discharge occurred and an alarm sounded from the system controller while the patient was changing bed sheets. The system controller alarmed and showed no connection to a power source and the green running symbol was not illuminated. The patient presented to hospital where the vad coordinator noted pump stoppages on the system controller history. The patient brought the mpu to the clinic and the vad coordinator could not power it either. The mpu was removed from service and the patient was advised to use a humidifier and not to change bed sheets. No further information was provided at the time of this report. On (B)(6) 2019 abbott decided to recall the mobile power unit (mpu) related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.